Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney's legal claim alleges the patient experienced infection. The warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent a surgical repair of a large infraumbilical incisional hernia using one of the sepramesh products. Patient did not suffer any intraoperative complications during implantation of the mesh. Shortly after the procedure, it is alleged the patient began to experience concerning complications. She suffered a significant reaction to the mesh and developed an infection. The patient required a tube to be inserted near the mesh to assist with drainage and inflammation. It is further alleged that the patient developed significant abdominal pain and indigestion. The patient described her abdomen as "hard" and reported that she "feels sick" after eating. The attorney further alleges that since implant the patient's symptoms have become severe and intolerable, such that she experiences ongoing pain and suffering, which impacts her activities of daily living and has rendered her unable to perform her employment duties. Patient has been advised by her healthcare providers that, despite the severity of her symptoms, surgical removal of her mesh is too dangerous.